Manufacturer narrative:
This ipg serial number is included in a field advisory. (B)(4).

Event description:
It was reported the patient experienced pain at the ipg site because the patient had lost weight and the ipg was pressing on his sacrum. As a result, the ipg was repositioned more laterally in the same ipg pocket.